Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent sensor readings that were falsely low compared with fingerstick values while using the ilet system, and the caregiver changed the infusion set to ensure proper insulin delivery; after the supply change, the trendline arrow pointed downward and the user reported a highest blood glucose of 220 mg/dl with elevated values lasting under one hour, no alerts for prolonged hyperglycemia, no ketone testing, no back-up therapy, no professional medical intervention, and caregiver assistance provided. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no long-term impairment, and return toward expected glucose direction after infusion set change. Investigation included technical troubleshooting and user education with a review for potential device malfunction and component performance related to sensor accuracy and infusion set function. Investigation of this case revealed no confirmed device malfunction and an unclear root cause, with the event characterized as hyperglycemia of unclear cause and a possible contribution from infusion set performance or sensor inaccuracy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.